Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 56/50 p on the right side on (B)(6) 2007 .the patient was revised on (B)(6) 2016 due to loosening, corrosion, fluid collection, elevated metal ions and debris.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 56/50 p.

Manufacturer narrative:
This case was reopened on december 26, 2017 to enter additional information which was received on december 11, 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).